Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: pain/rotator cuff tear event description: it has been reported that a patient, participating in the sidus ide study, received a right total shoulder arthroplasty on (B)(6) 2014. The patient underwent a non-device related (as stated in the mdrif assessment) right rotator cuff repair (tears of subscapularis and supraspinatus) including collagen scaffold graft performed (B)(6) 2017. After doing well after the rotator cuff repair, the patient experienced increased pain starting approx. (B)(6) 2017. Revision of the sidus implant was conducted on (B)(6) 2018 to a tm reverse implant. The explant has been sent to a contracted independent lab for independent lab analysis as part of the sidus ide study review of received data: x-rays taken at 6 weeks, 6, 12, 24, and 36 months postoperative received : - x-ray 6 weeks postoperative, undated: ap view (inward /outward rotation), auxilliary view: image acquisition using image intensifier (metal appears black). No inconspicuous postoperative diagnostic finding, no indication of loosening or implant malfunctioning, no inconspicuous postoperative osseous periimplant situation. - x-ray 6 months postoperative, undated: ap view (inward /outward rotation), auxilliary view and unspecific view: recognizable, small osseous zone of resoption medial, subcapital. No indication for implant loosening humeral or glenoidal. Clearly visible bone cement. Rather high position of the humeral head. - x-ray 12 months postoperative, undated: ap view (inward /outward rotation), auxilliary view and unspecific view: no new information. No indication of implant loosening or implant malfunctioning. - x-ray 24 months postoperative, undated: ap view (inward /outward rotation), auxilliary view and unspecific view: bad image quality. No new information. - x-ray 36 months postoperative, undated: ap view (inward /outward rotation), auxilliary view and unspecific view: bad image quality. No indication of implant loosening or implant malfunctioning. Summary: the patient was satisfied with the healing process following the implantation of a cemented sidus-shoulder implant on the right side in (B)(6) 2014 due to osteoarthritis until (B)(6) 2016. Even though, the cs value indicating the overall patient recovery decreased from 100% to 60% between august, 2016 and march 2017. According to the x-ray documentation at 12, 24 and 36 months postoperative there was no radiological indication of implant loosening or implant malfunctioning (humeral and glenoidal). In (B)(6) 2017 the patient was still satisfied with the situation rating the level of pain with a score of 4.8 on a pain scale from 0 to 10 (0: pain free, 10: pain makes you pass out). The patient did well following a rotator cuff surgery with grafting in (B)(6) 2017. As the shoulder pain increased (approx. (B)(6) 2017), and degeneration (supraspinatus / infraspinatus) and instability occured it was decided to revise the system to a reverse prosthesis which was performed (B)(6) 2018. The following medical documents have been received: - surgical report of the revision, dated (B)(6) 2018: indication for procedure: ¿she did very well from the surgery in (B)(6) 2014, but then developed a rotator cuff tear for which she was taken to the operating room for repair including collagen graft back in (B)(6) 2017. She continued to have symptoms despite this repair and ongoing rehab, and thus was brought back to the operating room today." Description of procedure: "it should be noted that all tissue was healthy throughout. There was no evidence of purulence or any other sign of infection. There was evidence of a tear of the upper subscapularis and anterior suprascapularis. ...the sidus implant was well-seated and well-fixed to testing. ...there was good quality bone remaining with only a small defect of the central portion of the metaphysis. ...the glenoid component was well seated and well-fixed as well. ...the overall bone stock was very good and was adequate to place a reverse component. Once again, all implants were well-seated and well-secured, and all tissue was healthy with no sign of infection." - consultation report, dated (B)(6) 2018: increased pain starting approximately (B)(6) 2017 after doing well after rcr performed (B)(6) 2017. She cries herself to sleep every night, and due to pain is unable to perform basic exercises to try and help the shoulder condition. Shoulder exam shows muscle atrophy noted supraspinatus, incision well healed. The x-ray was reviewed by the physician and showed the tsa implant to be in good, stable position, well fixed in both glenoid and humerus. No signs of shifting or loosening. No signs of periprosthetic fracture, subluxation, or dislocation. Joint space well reduced. Treatment: right reverse tsa planned for (B)(6) 2018. - consultation report, dated (B)(6) 2017: shoulder exam shows muscle atrophy none noted, incisions healing well. Capillary refill normal. - surgical report of the rotator cuff repair, dated (B)(6) 2017: indication for procedure: the patient is a 56-year old female who underwent a previous right total shoulder arthroplasty using the sidus implant approx. 3 years ago. She has done very well from this procedure until more recently when she started having increased pain in the right shoulder with some weakness. The CT scan ((B)(6) 2017) showed diffuse thinning of the rotator cuff muscles. She has failed multiple conservative measures, why she moved forward with surgical intervention. Description of procedure: "all tissue appeared healthy throughout the shoulder. Upon entering this area, there was evidence of split type tear within the interstitial fibers of the upper subscapularis and anterior supraspinatus. There was significant thinning of tissue in these regions as well, all consistent with the preoperative planning. The c-arm was brought in verifying once again that all implants were in good position, well seated and well fixed." - consultation report, dated (B)(6) 2017: wedge resection right lung without evidence of malignancy in pathology due to speculated nodule - serial axial CT imaging of the right shoulder, dated (B)(6) 2017: details of event: pain in anterior shoulder and lateral acromion areas with abduction, no relation to device. Details of treatment: CT-arthrogramm / rotator cuff repair with graft. Impressions: - right shoulder prosthetic components are intact. There is no CT arthrographic finding to suggest loosening. - there is diffuse thinning of the subscapularis tendon and of the anterior supraspinatus. - an occult tendon perforation is less likely, but not entirely excluded. - incidental observation of a 6 mm somewhat spiculated pulmonary nodule within the right upper lobe. - consultation report, dated (B)(6) 2017: subjective shoulder value: 60%. No pain by testing of the right arm. Pain today: 4.8 (0-10). Daily only non-narcotic analgesics and ¿other¿. Patient satisfaction: very satisfied. - consultation report, dated (B)(6) 2016: subjective shoulder value: 100%. Patient satisfaction: very satisfied, daily only neurontin / muscle relaxant (zanaflex). - consultation report, dated (B)(6) 2015: subjective shoulder value: 90%. Daily non-narcotic analgesics / nsaid. Last participating in rehab program (B)(6) 2014. - consultation report, dated (B)(6) 2014: subjective shoulder value: 80%. - consultation report, dated (B)(6) 2014: subjective shoulder value: 40%. - primary implantation (B)(6) 2014: implantation of a right sidus tsa implant system (humeral anchor, glenoid, humeral head). Operative findings: deltoid status: thin. Rotator cuff: intact. Biceps: pathological / tenodesed (attached to upper edge of pectoralis). Humerus: normal. Glenoid bone: normal, no assymetric reaming, glenoid fully seated. Complications: no. - consultation report, dated (B)(6) 2014: date of birth: (B)(6) 1961. Serious health condition: gastrointestinal: splenectomy, partial pancreatectomy, chronic pancreatitis. Musculoskeletal: oa (probably means osteoarthritis), lumbar fusion / laminectomie / nerve stimulator (cord stimulator implant) . Neurological: history of tia-resolved. Respiratory: copd. Subjective shoulder value: 50%. Device analysis: the products explanted on (B)(6) 2018 were returned to an independent laboratory for lab analysis as part of the sidus ide study. Afterwards the product were shipped to winterthur for archiving. - the retrieval analysis was performed by exponent, an independent lab in philadelphia, dated (B)(6) 2018. A summary of the findings is given below, please refer to the original report for details and the photo documentation. Surface assessment: the stem-free anchor component had evidence of iatrogenic (induced inadvertently by a physician or surgeon or by medical treatment or diagnostic procedures) damage in multiple locations. Biological material, consistent with bone was present on the blasted surface. There was evidence of surface damage and discoloration on the taper portion of the stem-free anchor. This surface damage was present on diametrically opposed regions of the taper component. Areas of discoloration were observed on the humeral head taper bore. Varying degrees of scratching were observed on the humeral head bearing surface. Regions of bearing surface discoloration were also observed. The articulating surface of the gleoid component showed evidence multi-directional scratching and burnishing. A region of abrasive damage was observed on the superior rim of the bearing surface. The backside surface of the glenoid component showed limited evident adherent bone cement and multiple areas of iatrogenic damage at the locations of the sheared pegs. Microct analysis: bone was observed in the periprosthetic tissues and attached to the anchor. Review of product documentation: the compatibility check was performed and showed that the product combination used in this sidus ide study was approved by zimmer biomet. Root cause analysis: pain cannot be related to a single specific failure mode. Due an unclear involvement of the product in the reported event, it is not possible to perform a meaningful selection of risks for the patient. However, all possible risks (with occurrence and severity) related to the issues reported are listed in sap fmea. Conclusion: based on the received retrieval analysis report, the x-ray assessment and the given information the complaint, consisting of pain, could be confirmed on the basis of document review. The patient experienced severe pain starting 3 years following the implantation of a cemented, stemless sidus-shoulder implant on the right side in (B)(6) 2014 due to osteoarthritis. Additionally, the subjective shoulder value, value indicating the overall patient recovery, decreased from 100% to 60% between august 2016 and march 2017. Nevertheless, the patient was still satisfied with the situation rating the level of pain with a score of 4.8 on a pain scale from 0 to 10 (0: pain free, 10: pain makes you pass out). Based on the pain and a CT the patient underwent a rotator cuff repair surgery. The surgical report of the rotator cuff repair, performed on (B)(6) 2017, revealed a rotator cuff tear, consisting of a split type tear within the interstitial fibers of the upper subscapularis and anterior supraspinatus, which was most likely the source of pain at this time, as the patient did well within the first months after the procedure. Further, the surgical report stated that the tissue was healthy and all implants were in good position, well seated and well fixed, without any noted device malfunction. As the pain returned 3 months post rotator cuff repair and kept worsening over time the sidus system was finally revised to a tm reverse implant on (B)(6) 2018. The surgical report of the revision surgery states that all sidus components were well-seated and well-fixed, and all tissue was healthy. Again, there was evidence of a tear of the upper subscapularis and anterior supraspinatus as previously in the rotator cuff repair procedure, being a likely source of the pain experienced. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Therefore, based on the provided medical documentation and the given information no indication for a device related revision is given, as neither the medical reports nor the x-ray assessment at 6 weeks, 12, 24 and 36 months postoperative revealed any implant loosening or implant malfunctioning (humeral and glenoidal). Hence, based on the given information and the results of the investigation, we were not able to identify a specific root cause for the pain the patient experienced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: anatomical shoulder glenoid, pegged, cemented, s, item #01.04214.340, lot#2692387; sidus stem-free shoulder humerus head 44-16, item#9904555440, lot#2711353. The actual device reported is not marketed in us, but is part of an ide.. The clearance number is (B)(4). The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. The following reports are associated with this event: 0009613350 -2018 -00308, 0009613350 - 2018 - 00310 a cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available supplemental medwatch 3500a will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was revised after 3 years and 9 months due to pain and rotator cuff tear.